Event description:
It was reported that during a procedure of endometriosis, the balloon was burst. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Based upon the visual and functional examination, it was concluded that the returned device was found to be fully functional. The batch history records were reviewed with no anomalies noted.